Event description:
The alexis laparoscopic small wound retractor c8501 has a triangular shaped piece that is attached to the main body of the retractor by a [invalid]. During a laparoscopic abdominal procedure, it was recognized that the triangular piece was missing from the [invalid]. The knot attaching the triangular piece had apparently came undone. At the time it was recognized, the retractor was still in the body. There was concern for a retained foreign body in the surgical site. The item is not radiopaque. The piece was eventually found in the drapes but concern for future use and risk of foreign body retention, especially when not radiopaque, remains. (Note that the representative did say it would be seen on MRI.) FDA safety report ID #(B)(4).